Manufacturer narrative:
An evaluation of the returned pro7020 attachment found the device was received in working condition and intact. There were no damage parts found and no evidence that the outer casing was unscrewed from the main body. Functional testing found the unit performed to specifications with no problems noted, the complaint therefore could not be verified. This device was manufactured on 10-dec-2015 with no service/repair history found. A 2-year review of the device history shows there have been a total of four (4) reports of "device fell apart" received. Of the 4 received complaints, 2 were considered reportable events. To date, there have been no serious injury or death related to the reported problem of "component detached" or the use of this device. However, due to similar complaint an investigation was opened to determine the root cause and to address this issue. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of injury to the patient, the handpiece instruction manual provides the following precautions and warnings: handle all equipment carefully. If the handpiece or attachment is dropped or damaged in any way, return it immediately for service. Prior to each use, perform the following: inspect all equipment for proper operation. Ensure all attachments and accessories are correctly and completely attached to the handpiece. Do not disassemble or lubricate the attachment.

Manufacturer narrative:
As of this filing, the powerpro pro7020 attachment has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that the powerpro pro7020 attachment fell apart during pre-op testing and that the outer casing was unscrewed from the main body. There was no patient involvement, as the problem was discovered prior to the surgery. However, the total hip arthroplasty procedure was delayed approximately 10-minutes while waiting for the back-up device from sterile processing department. The procedure was completed as planned with the use of an alternate device. This report is filed on the basis of potential for patient injury with recurrence.